Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issuet. All available information was investigated and a cause for the reported inability to remove the lock line could not be determined. The reported foreign body in patient appears to be due to the inability to remove the lock line. The reported adverse event of foreign body in patient, as listed in the mitraclip system instructions for use is known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Medwatch #mw5099465.

Event description:
This is filed to report inability to remove lock line and foreign body user facility medwatch report received that states "patient undergoing a transcatheter mitraclip procedure with a mitraclip xtw. Multiple attempts to attach to posterior leaflet, finally successful but loc-line met resistance and could not be removed. Clip was released and procedure aborted." No additional information was provided.